Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral antibiotics for a duration of 7 days (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery to clean the infection under general anaesthesia on (B)(6) 2025.